Event description:
Hcp reported pt infection was not meningitis. Signs and symptoms were pocket erosion. The primary location of the infection was the device pocket. Cultures were obtained but the type of organism was not reported. The pt was treated with both IV and oral antibiotics. The infection is ongoing. No report of device explantation. A follow-up report will be sent if additional information is received.